Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated episodes of t-wave oversensing. The device was reprogrammed. No adverse consequences were reported.